Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 2006, ratio 1.0, lab 2.3, 1.4, 2.3, caller alleged imprecision results with inratio. Results as follows: 2006 first test inr= 1.0, second test inr= 1.4

Manufacturer narrative:
Inratio precision data provided by end-user lot 060103: 2006, first test inr= 1.0, second test inr= 1.4, mean= 1.2; sd=0.28; %cv= 23.5%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Per internal protocol pr 103, in-house retain strips were tested for precision. The acceptance criteria is as follows: if the % cv is less than or equal to 16%, then it meets the criteria for precision. If both samples pass for each lot then no further action is required. If one lot fails, then additional testing will be performed with 2 more normal donors. If both samples fail on any lot or if any lot fails additional testing, then a review of trending data will be performed and a course of action taken. Result of retained strips test (060103) performed in 2006, as follows: see scanned table. Based on the above test results, per pr 0103, retained strips lot 060103 meets the criteria for strip precision.